Event description:
Reportedly, since beginning of (B)(6) 2025, the impedance of the atrial lead vega r45 was observed below 200 ohms.

Manufacturer narrative:
Analysis synthesis: as reported, since beginning of (B)(6) 2025, the impedance of the atrial lead vega r45 was recorded below 200 ohms. However, since no patient files were provided, it is not possible to review the pacemaker memory. As the lead remained implanted and continued to be used with the newly implanted pacemaker, and was therefore not returned for analysis, the root-cause of the reported electrical irregularities could not be determined. Based on available information, the event could be related to a lead insulation issue. The results of this investigation are retained and utilized for trending purposes.

Event description:
Reportedly, since beginning of (B)(6) 2025, the impedance of the atrial lead vega r45 was observed below 200 ohms.